Event description:
It was reported that during a successful x-stop procedure, while determining the appropriate size of the x-stop implant, a small piece of the sizing distractor broke off. The piece was retrieved with no adverse consequences to the patient. The procedure was completed successfully.

Manufacturer narrative:
Results - device returned. Follow up with company representative. Evaluation summary: one sizing distractor instrument was returned for evaluation. Visual inspection indicated: the catalog and lot numbers printed on the instrument were confirmed. One of the two metal pieces at the end of the female leaf spring was broken, where the male and female leaf springs join. There are cracks present at the spring screws on both sides of the handle. There is wear and tear, and discoloration on the surface of the instrument. There are no other visible damages. Conclusion: the results of the returned product evaluation confirmed the reported complaint. A small piece of metal broke off from the sizing distractor instrument.